Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches the reported failure mode. Device inspection revealed the following: the received screwdriver bit shows signs of normal and prolonged usage however its tip is found to be broken. The broken tip was not received for evaluation. The breakage surface shows signs of rotational deformation in a clockwise direction. There are curved lines observed running throughout the circumference of the breakage surface with an instantaneous breakage location slightly offset to the centre. This is a sign of typical fatigue fracture due to torsional and bending overload. As per the dimensional inspection and hardness testing, the returned drill was found to be within specifications. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the above investigation, the root cause of the failure is user related. The breakage of the tip happened due to a torsional and a slight bending overload. Also noted; that consecutively three screwdriver bits broke during the surgery, as stated by the event, indicates towards an enormous amount of torque application on the bit. If any further information is provided, the complaint report will be updated.

Event description:
It was reported: during the operation, the last screw was hard and the tip of the screwdriver was broken three times in a row.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
It was reported: during the operation, the last screw was hard and the tip of the screwdriver was broken three times in a row.